Event description:
It was reported that when using the bd pyxis medstation system, the drawers 5.1, 5.2, 7.1, 7.2 were failed and was unable to recover, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the multiple drawers were failed. A field service engineer inspected drawer and found all lights on all boards. Shut down and reseated row board cables and retractor bands, released all cubies and cleared the debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 5.1, 5.2 failed and not detected on bus due to loose connection of cables. The field service engineer reseated row board cables and retractor bands to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawers 5.1, 5.2, 7.1, 7.2 were failed and was unable to recover, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.